Manufacturer narrative:
The investigation for the automated impella controller (aic) purge disc/flag issues has been completed. Data logs were reviewed which found that the user were able to insert the disc and connect the pump. During purge priming, with the cassette being inserted, the console displayed ¿purge disc not detected alarm¿ twice, indicating most likely the retainer and flag were broken. This aligns with the reported failure mode ¿purge disk holder has broken off¿. The aic was returned for evaluation finding that the purge retainer was broken. The purge disc retainer was confirmed to be broken. B.3 revised date of event as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25718. E.1 revised name prefix/title, first name, middle name and last name as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25718. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25718 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised manufacturing site name and address section as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25718. H.6 code 2199 was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25718 and a new code was added.

Event description:
The user facility reported during preparation for an emergency case, the purge disc holder on the automated impella controller (aic) was noted to be broken. The aic was exchanged with no report or indication of interruption in therapy or harm to the patient.

Manufacturer narrative:
Patient-specific information and initial report name are unable at the time of the MDR writing and therefore, respective fields reflect "unknown" or left blank accordingly. The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.